Manufacturer narrative:
E1: state, province, or territory=blankthe device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the air/water nozzle. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the nozzle; however, the type of material that remained in the device or root cause could not be identified. The subject event can be detected and prevented by implementation in accordance with the below IFU. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual reprocessing manual ¿jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection and sterilization procedures¿ describes the methods for prevention. The instruction manual operation manual ¿jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ describes the methods for detection. Olympus will continue to monitor field performance for this device.